Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29; product lot/serial number (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 29 mm transcatheter bioprosthetic valve, the valve dislodged towards the left ventricle during deployment and was recaptured into the delivery catheter system (dcs). Two more attempts were made at deployment, but the valve was recaptured into the dcs with each attempt due to the same issue. After the third recapture, the valve and dcs were withdrawn from the patient. It was suspected that the valve was undersized. A new 34 mm valve was loaded into a new dcs and implanted in the patient. No adverse patient effects were reported.